Event description:
An angiogram of the femoral artery determined an adequate vessel for angio-seal deployment and a 6f angio-seal vip was successfully deployed. One hour post deployment, the patient lost pedal pulses and had a cold foot. The patient was taken to surgery where the angio-seal was removed and the femoral artery was repaired.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.